Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (ba clofen) 2000mcg/ml for a total dose of 700mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported patient has 2 small skin areas that have opened up after the last pump replacement. It was noted that cultures were done and there was no infection, no swelling, no drainage, and no redness. It was noted there were no factors that may have caused, contributed, or led to the issue. Diagnostics/troubleshooting performed included cultures were taken, and there was no infection. It was stated that the patient was scheduled for a revision of abdominal incision tomorrow ((B)(6) 2017). The issue was not resolved at time of report, and patient's status at time of report was "alive-no injury." The patient's weight was asked, but unknown. It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2017. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional reported there was an infection when the patient got their new pump put in, so the patient has been on antibiotics. It was stated there was a flap put in by a plastic surgeon as well. It was noted the healthcare professional (hcp) was in the operating room and about to fill the pump, but since there was a seroma around the pump site the hcp could not find where to refill it. Hcp wanted to know if they could use fluoroscopy to try to find the port, so they could fill the pump. It was reviewed that fluoroscopy can be used and it will not affect the functionality of the pump. It was noted that the situation was being addressed by the hcp. Event date was noted as (B)(6) 2017. It was later reported there was no infection. The patient was treated by the operating hcp. It was noted that the infection had been resolved. No further complications were reported/anticipated.